Manufacturer narrative:
(B)(4). The customer¿s report of a set leaking from the pumping segment was confirmed. Visual inspection of the set showed that the silicone segment had a tear near the upper fitment which measured 0.0867 inches long. Visual examination under magnification showed no crush marks to the upper fitment. Functional and pressure testing was performed; a leak was observed from the silicone tubing near the upper fitment. The cause of the leak was a tear in the silicone segment. The cause of the tear is unknown.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during an infusion of magnesium sulfate at 50 ml/hr, the tubing was noted to be leaking from the pump module. Upon investigation, the clinician noted that it appeared to be leaking from a slit in the silicone segment of the tubing. The tubing was removed and replaced with a new set. There was no patient harm. Received a copy of the customer's medsun report via mail from the customer which states, "IV tubing was noted to have IV fluids dripping from the channel of he IV pump. Upon investigation, there was a slit at the top of the piece that does into the channel. IV tubing was replaced. No harm to patient or equipment. Magnesium sulfate being infused."